Event description:
During cardiopulmonary bypass, the arterial monitor line pressure display ceased to function. A replacement temp-pressure pcb was installed and the device returned to proper function. There was no pateint injury as a consequence of this event.